Manufacturer narrative:
Additional information was requested and provided. Investigation summary: the event unit was returned for evaluation along with the fragment. Upon inspection, engineering confirmed that the septum, a component with the seal, had fragmented. All seals are thoroughly inspected and tested during the manufacturing process. Based on the complainant's event description, engineering believes that the septum was damaged by an instrument. There is always a potential to tear or dislodge the internal seal components with sharp or angular instruments. The instructions for use (IFU) warns that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continually seeks to improve the form, function and ease of use of its products and as part of this process, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.

Event description:
Additional information received 27jul2016: according to the investigation result of the incident, the customer was not sure well when what point in the procedure was the torn septum noticed. However, I can say that, while moving on to retrieve a specimen of lesion area, a piece of the septum was found to be attached to the a specimen.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic nephrectomy - this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep - "a piece of the septum was found inside the patient cavity, caused by inserting/removing ligasure blunt, grasper, dissector and gauze during laparoscopic nephrectomy. The piece was completely removed." Initial investigation report by (B)(6): the event unit with a piece of the septum and ddb was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion. As seen in the left pictures below, the returned piece approx. 2.7 mm x 1.7 mm almost matched the missing portion in shape. However, after putting the piece onto the missing portion of the septum, a small missing part (size 1.0mm x 1.5mm) was found on the damaged septum shown in the right pictures. It seemed that the piece was not returned to (B)(4). The ddb had a tear and it was not related to the incident as it was made when the ddb was cut off for checking the condition of the septum. The unit will be returned to (B)(4) for further evaluation.(B)(4). Requests: the customer would like to know durability and components of septum, and risks in the light of affection of residual septum in patient's cavity. Please include answers for the following questions in the closing letter. To investigate if the event septum had enough durability compared to conforming products. From the point of view of durability of septum, what kinds of components are used for it? If the septum were to remain in cavity, what risks would be considered? To identify by what instruments the incident was caused. Additional information received via from distributor on july 27, 2016 - according to the investigation result of the incident, the customer was not sure well when what point in the procedure was the torn septum noticed. However, I can say that, while moving on to retrieve a specimen of lesion area, a piece of the septum was found to be attached to the a specimen. Patient status - "no patient injury."